Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a female patient born (B)(6) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was reported that while manipulating the ablation catheter in/near the rvot area, the physician noticed a pre-existing effusion was growing larger (a stable, small effusion was noted at the start of the procedure). This was observed on ultrasound with a soundstar catheter. No ablation had been performed yet. High force readings had been noted while the catheter was previously in the rv free wall area- up to 50g. Another physician (interventional cardiologist) was called to perform a pericardiocentesis. This physician commented that it was probably caused by a perforation from the ablation catheter. The patient was taken to surgery, as no fluid could be removed. Reporter states that the patient was currently stable. This adverse event was discovered during use of biosense webster, inc. Products. The physician¿s opinion on the cause of this adverse event was that the interventional cardiologist suspects perforation from the ablation catheter. The patient did require extended hospitalization because of the adverse event, patient will be admitted. A transseptal puncture was not performed. Prior to noting the cardiac tamponade, ablation was not performed. The event occurred during mapping. An irrigated catheter was used in the event, the flow setting was 2ml. No error messages observed on biosense webster equipment during the procedure. The patient is hemodynamically stable at this time. The effusion was discovered/noticed with the soundstar ice catheter. The patient was admitted. There was a suspected perforation. It was confirmed with soundstar ice catheter. Pericardiocentesis was performed. Physician was unable to drain any fluid. Physician believes the perforation clotted off. Patient was taken to surgery. The procedure was abandoned. There was evidence of a small stable effusion noted pre case. Force visualization features used were dashboard and vector. Additional information 11-nov-2021: the patient outcome of the adverse event: improved. Since the event was life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable. The force high issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low.